Manufacturer narrative:
Result: foot board controls.

Event description:
It was reported by service report that the footboard controls were dismantled. No pt involvement or adverse consequences are reported.